Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified ruptures on the surface of the pebax on the tip area. Initially, it was reported that error 105 occurred when inserting the catheter into the patient's body. Reconnection and cable replacement did not resolve the issue. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence. The magnetic sensor error issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-dec-2023, there were ruptures on the surface of the pebax on the tip area. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 18-dec-2023.

Manufacturer narrative:
E 1. Initial reporter phone (B)(6). The thermocool® smart touch® sf bi-directional navigation catheter device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were conducted following bwi procedures. Visual analysis revealed ruptures on the surface of the pebax on the tip area. The device was connected to the carto 3 system, and it was recognized; however, error 105 was displayed on the screen due to an open circuit in the tip area. The ruptures at the pebax could be related to the issue reported by the customer. The root cause of the ruptures at the pebax cannot be determined; however, based on the information available, the reported event originated in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility, as there are functional tests and inspections at control points based on the process flow diagram (pfd), per its part number, to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device 31085274l number, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).